Event description:
While using cannula to remove trocar, small piece of cannula got broke and remained in left spine pedicle of l3 vertebrae, visualized in x ray by surgeon. Not anticipated to cause any harm. The patient's bone was described as strong.